Event description:
Ous MDR - it was reported that 28 months after the implantation an increase of the shock impedance was noted via home monitoring. The physician decided to replace and return the lead. No adverse patient side effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was cut at approx. 30 cm distal to the is-1connector pin. Only the proximal lead segment was returned for analysis. The leadsegment was subjected to an extensive analysis. The visual inspection of the lead segment demonstrated cuts in the insulation which resulted most likely from the explantation procedure. Further analysis of the leadsegment did not reveal any irregularity that might have contributed to the reported clinical event. The dc resistances of the received conductor fragments were investigated and did not show abnormalities for these undamaged portions of the conductors. The analysis did not reveal any sign of a material or manufacturing problem.